Manufacturer narrative:
(B)(4). Implanted sometime in 1990. Reported event was unable to be confirmed. X-rays reviewed by a third party hcp notes possible fracture and undersized cup component. DHR was unable to be reviewed as the lot number for the device is unavailable. The root cause is unable to be determined due to limited information provided by the customer.

Event description:
It was reported that patient underwent a left hip revision approximately 30 years post implantation due to severe bone loss and proximal migration of the cup component. Attempts have been made and additional information on the reported event is unavailable at this time.